Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported their new ins was working and they had gotten their first set of programs set up. They returned their old equipment to the rep and now have new equipment. No further complications were reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) non-malignant pain. Patient was in the emergency room (ER) and needs an MRI; MRI tech reports "the battery is dead". Later on that day, a family member called in. Family member said that patient stopped using the therapy and stopped recharging it as they no longer needed the therapy. Caller noted that it might have been about a year since they recharged their ins. The family member also said they have not recently checked or tried to communicate with either device; no therapy or device issues were mentioned from the family member. A possible overdischarge was reviewed with the consumer, but they said they would check with the MRI technician on whether or not they will perform the MRI based on the reported information. No patient symptoms were reported and no further complications have been reported as a result of this event. Additional information was received from the patient. It was reported that for about a month, their programmer and their recharger would not connect with the ins. They had not charged in a really long time because they had forgotten to charge it. Troubleshooting could not be performed at the time of the call because they did not have their programmer or recharger with them. It was confirmed that the programmer had not been dropped nor gotten wet, and the appropriate batteries were being used. They were redirected to see a doctor and manufacturer representative (rep) to check the device and determine if it is in overdischarge. No symptoms were reported. Additional information received from the consumer. It was reported that in (B)(6) 2018 they noticed they couldn't connect the programmer and recharger. A representative helped them realize their battery was dead. They weren't sure how long they had went without charging the ins - they had a reminder set for every 2 weeks on their phone and when they received a new phone it failed to remind them. The patient noted that they had 2 different mris and couldn't turn their ins on with their programmer. They worked with the representative to try and get it out of the state it was in. They tried 5 times (for about 5 hours) and the issue didn't resolve; the representative thought that the battery was definitely dead due to the "pictures" on both the recharger and the programmer. The patient met with the representative on 2018-jun-13. The patient noted that their doctor put in a new battery on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-08. The rep indicated that the generator would not be returned because it was discarded. This was confirmed with the hospital. The rep does not recall if the patient gave them any equipment. The rep would check to determine. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.